Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Nurse called on behalf of the customer. She stated that they had compared the trueresult with 2 other meters and the trueresult read about 50 points lower. Trueresult meter was at 177 and the second meter was at 223 and the third meter at 228mg/dl. Product is being stored properly. No changes in diet of medication (insulin). Customer's expected results are 150 -200 mg/dl - fasting. Strip expiration date is 04/14/2018 and strip open date: (B)(6) 2015. Strip storage is correct. Reviewed meter memory: the 150mg/dl (B)(6) 2015 07:43:00 pm fasting:yes, the 177mg/dl (B)(6) 2015 07:33:00 pm fasting:yes.